Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He felt resistance on deployment, but continued to pull the handle to full deployment distance. The needles did not present. Back-down of the needles was not successful and the device could not be removed. The pt had already been scheduled for open-heart surgery. During preparation for the procedure, the vascular surgeon performed a cutdown to remove the device. The surgeon noted that, while the star on the barrel was correctly pointing up, the barrel apparently had not been locked into place. A mark indicating barrel strike by the needle was noted. Continued deployment reportedly resulted in the needle tips entering the barrel, but would not allow further movement of the needles through the barrel in either direction. Sugical device removal was successful and there reportedly were no complications to the pt's leg. The device was returned to the MFR, but has not yet been eval. However, the instructions for use clearly direct that the user confirm that the interlocks are re-engaged and correctly aligned with the locking indents in the hub prior to attempting needle deployment. Rotation of the hub during deployment can result in misalignment of the needle tracks from the guide core into the barrel and can result in barrel strike. The instructions for use also directs that the user terminate deployment and back-down the needles when significant resistance is met on attempting deployment. Failure to terminate deployment and to back down at the point of noting resistnce can defeat a successful backdown. When backdown is successful, the device can be removed requireing surgical intervention.